Manufacturer narrative:
Inspected 1 random opened or used sensor and performed visual inspection and found sensor needle separated from sensor base. Checked needle for hooks or burrs and needle tip defects and found needle bent inside needle hub. No broken or missing parts were observed during analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode at the sensor was missing. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Sensor will be returned for analysis.